Event description:
In 2009, the pt reported that his blood glucose was elevated to 260 mg/dl when he woke up this morning. He "corrected for it" and his blood glucose measured 147 mg/dl at 11:03am. At 3:10pm his blood glucose measure 238 mg/dl and he stated that his normal blood glucose level for that time of day is 130-140 mg/dl. At 4:57pm his blood glucose measured 307 mg/dl and he didn't "feel good." He disconnected from his infusion site and performed a bolus and he stated that the "needle was plugged, and the insulin is coming out of the base of the needle." He stated that he had not noticed insulin leaking from the infusion site. He was sent sample infusion sets. Upon follow up six days later, the pt stated that sample infusion sets were working well for him and his blood glucose had returned normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.